Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was admitted to the hospital on (B)(6) 2015 with rapid cognitive decline of unknown origin, were disoriented, and minimally responsive. Prior to this the consumer had a four week history of encephalopathy which caused them to become progressively confused and disoriented. In august they were admitted to the hospital where they were given steroids and discharged home. The consumer then developed herpes zoster and was treated with acyclovir. Several weeks ago the consumer presented to another hospital with ¿encephalopathy and sepsis from (B)(6) to infection of herpetic lesions. A lumbar puncture was performed which revealed no evidence of meningitis or encephalitis that did not improve with three weeks of IV acyclovir. Since then the consumer developed a klebsiella urinary tract infection which was treated a week prior to being admitted to the hospital. A chest CT found an opacification on the left upper lobe for which they were currently being treated with vancomycin and zosyn for presumed hospital acquired pneumonia with expiratory wheezes noted in all lung fields. The consumer was currently on total parenteral nutrition as they had been unable to eat. It was noted the consumer was currently on geodon three times a day to control psychosis although they were easily agitated and hyperactive.¿ it was further reported that since the morning of (B)(6) the consumer¿s right preauricular area was swollen. The plan after the consumer was admitted was to have an MRI with a helmet due to the consumer¿s deep brain stimulator, determine infection versus malignancy, consult neurology for the altered mental status, and to have the consumer have a 1:1 sitter with restraints applied. Lab work from (B)(6) 2015 showed a white blood cell (wbc) count of 35.72, hematocrit level of 26.3, mean corpuscular volume (mcv) level of 107.6, potassium level of 2.9, bun level of 29, and phosphate level of 2.2. Lab from (B)(6) showed a wbc count of 29.28, hematocrit level of 25.5, mcv level of 107.6, and bun level of 28. It was noted the consumer¿s output for the last three shifts as of (B)(6) was 600 ml of urine. A CT from (B)(6) showed there were ¿interstitial infiltrates in the left upper lobe with infection higher in the different diagnosis. There were also bilateral pleural effusions and a calcified and ectatic aorta with suspected mural thickening of the distal esophagus.¿ a chest x-ray from (B)(6), which was ordered for shortness of breath and a hypoxic episode which required oxygen be provided by facial mask, showed ¿there was a right-sided PICC line in place with a left-sided neurostimulator with the tips extending to the left neck and tips off the film. There was also interval development of diffuse opacification of the left lung with ipsilateral pleural effusion and probable loss of volume of the left lung with minimal atelectasis/infiltrate in the right lung base with suspected ipsilateral pleural effusion.¿ due to these findings medical records noted the internist did not believe the consumer had pneumonia so vancomycin was discontinued. It was noted at the current time no current studies explained the consumer¿s presentation so the internist was waiting neurology¿s recommendations. On (B)(6) 2015 doctor¿s notes stated the consumer¿s ¿mental status was fluctuating as there were intermittent spells during which they responded appropriately and then would mumble nonsensical statements, b ut overall alertness was much improved. The consumer was able to swallow food with coercion which helped to do away with the tpn. The work-up so far had been unrevealing but the leukocytosis continued to trend down after discontinuation of steroids (as of (B)(6) was 13.57) and the parotid swelling had resolved as well. The consumer remained under direct observation with soft restraints.¿ medical records stated ¿an eeg was performed after a consult from neurology which showed only age related changes. Another chest x-ray was performed due to the elevated white blood cell count and tachypnea which diagnosed the consumer with aspiration pneumonia, and due to the continued desaturations (at one point down to 835) the consumer was started on CPAP. Lab work from (B)(6) showed a wbc count of 16.19, hematocrit level of 23.6, mcv level of 106.8, and bun of 25. Lab work from (B)(6) showed a wbc count of 23.72, hematocrit level of 24.0, mcv level of 107.1, and bun level of 22. A swallow study performed on (B)(6) showed an ¿abnormal swallowing function with aspiration secondary to delayed upwards and outward movement of the laryngeal hyoid complex.¿ a chest x-ray showed ¿worsening of the bilateral hilar congestion especially on the right side with new prominent interstitial markings in the right lung with upper lung predominance (pulmonary edema?) With ipsilateral pleural effusion, and diffuse opacities in the left lung with ipsilateral pleural effusion.¿ following these findings the plan was noted as ¿respiratory distress with the consumer continuing to desaturate so they would be placed on CPAP.¿ on (B)(6) medical records stated the consumer ¿had a rapidly progressing neurologic condition which started its presentation about eight weeks back with difficulty in ambulation. Over the course of multiple admissions to different hospitals with comprehensive neurologic work-ups there was no positive diagnosis. The consumer spent a month in another hospital and was then transferred to the current hospital where their condition continued to worsen and unfortunately they developed aspiration pneumonia and subsequent respiratory failure. Given the overall poor prognosis the consumer opted to be dnr/dni. The consumer¿s family chose comfort care where the consumer passed away surrounded by their family on (B)(6) due to respiratory failure.¿ it was noted the consumer¿s family requested no autopsy be performed.

Event description:
A consumer reported in (B)(6) 2015 the patient's mind was leaving them, their brain was going, they were having a hard time walking, were run down, and lost weight so they were put in the hospital for 24 hours because they were dehydrated. It was noted the patient needed to go to rehab for help with walking, and was there about a week, but wasn't getting any better. Six to eight weeks before (B)(6) 2015 the patient had shingles, and died on (B)(6) 2015 in the hospital. Relevant medical history includes essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.